Event description:
During use of the device for endoscopic saphenous vein harvesting procedure, the user reported that approx 1 out of 10 cases, bleeding from the large branches occurs. The user is unable to see once the bleeding occurs. Clinical personnel have worked with the user regarding their harvesting technique. The device was used to conclude the procedure. The harvested vein was suitable to use as a coronary artery bypass graft. The user reported the surgical procedure was completed successfully and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.